Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. The customer experienced seizure and was taken to the hospital where a hospital meter reading of "over 27.8" was obtained. The customer was diagnosed with diabetic ketoacidosis and provided treatment of insulin (dose/type unknown) by healthcare professional. No further treatment details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.